Event description:
It was reported that the patient underwent a driveline exit site tunneling debridement procedure. During th procedure, damage to the internal modular cable where the velcro was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(4), and the reported event could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from 28nov2022 at 16:21:01 through 17:42:52. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(4). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.